Event description:
Pt dialyzed for 3-1/2 hours without incident. Towards end of treatment pt complained of chills. Temperature had spiked to 103.8 degrees f. (N 98.70 degrees f. Pre). No incident of infection with pt. Treatment discontinued. Pt was dischaed to home.